Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost weight, causing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2024 during which the ipg was relocated lower in the pocket to address the issue.